Manufacturer narrative:
Date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight), but no information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated surgery, the patient could not connect to the ipg with their patient controller (pc). A company representative met with the patient and was able to recover with the patient's ipg. The device is providing therapy.